Event description:
It was reported that the patient experienced a burning sensation from the lead of the deep brain stimulation (dbs) system. The patient underwent a surgery in which it was determined that the lead is fractured. The patient is pending a replacement procedure. The patient stated that multiple reprogramming sessions were completed and did not resolve the feeling of inadequate therapy, and overstimulation at times on the one side of their body.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation and undergoing an exploratory procedure in which the device was assessed could not be confirmed based on record review, the device was not returned as it remains implanted. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices remain implanted and were not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states failure or malfunction of any part of the device, including but not limited to lead or lead extension breakage, hardware malfunctions, loose connections, whether or not these problems require device removal and or replacement undesirable sensations (e.g., tingling), weakness, problems with movement, and loss of adequate stimulation are a known risks with the use of deep brain stimulation. Based on all available information, engineers are not able to confirm the root cause of the event. The device was not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint, and the conclusion is cause not established.

Event description:
It was reported that the patient experienced a burning sensation from the lead of the deep brain stimulation (dbs) system. The patient underwent a surgery in which it was determined that the lead is fractured. The patient is pending a replacement procedure. The patient stated that multiple reprogramming sessions were completed and did not resolve the feeling of inadequate therapy, and overstimulation at times on the one side of their body.